Event description:
Report of potential claim received from (B)(4). No confirmation of revision, or reason for revision, received.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the provided 1860634 insert and 1902847 femoral stem lot code. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No confirmation of revision or reason for revision has been provided. The information is insufficient to investigate and the investigation can therefore draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Report of potential claim received from (B)(6)ys. No confirmation of revision, or reason for revision, received. Update nov 30, 2017: additional information received. Added date of revision and the correct affected side. This complaint was updated on: dec 5, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.